Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion alert was noted on cardiac resynchronization therapy defibrillator. The device was explanted and replaced. The patient was doing fine.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.